Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device ¿blew off¿ of a catheter extension set. This occurred during pressure infusion at 300psi in the radiology department. The reporter stated that the nurse had not fully connected the one-link device to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.